Manufacturer narrative:
Additional information has been received regarding ngp early battery depletion recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Unit passed the self-test, active current test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Pump received with high sleep current due to moisture damage to the pcb1 board and pcb2 board. No unexpected insulin flow blocked alarms noted during testing or listed in the pump downloaded history. Unit successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected failed battery test alarms noted during testing or listed in the pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: corroded battery tube, scratched case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, label damage, cracked lcd window and battery cap contact damage. The p-cap/reservoir does lock properly. Confirmed high sleep current during analysis due to moisture damage to the pcb1 board and pcb2 board. Damage located at the battery cap contact confirmed. Cosmetic damage confirmed at the battery compartment. No failed battery test alarm noted during testing or in pump history download, failed battery test alarm not confirmed. No unexpected insulin flow blocked alarms noted during test, insulin flow blocked alarm not confirmed. Damage located at the battery cap confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed a crack on the insulin pump, battery failed alarm and battery cap damage. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for damage. The customer reported damage to the battery tube side case, and the pump functionality was affected due to the damage. The customer also reported that the pump was not delivering the insulin, and the pump was shutting down with a battery-failed alarm. Troubleshooting was performed for batery failed alarm and customer was not using the correct battery cap for the pump in use. Troubleshooting was performed for battery cap issues, and the customer reported battery cap damage and battery contacts were damaged. The customer was instructed that the replacement battery cap would be sent. The customer continues to check the metal contact on the pump battery cap during routine battery replacement and call back if it is loose, damaged, or missing. No harm requiring medical intervention was reported. Mmt-1884l was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.